Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not communicate with a belt) was confirmed. Upon investigation the monitor displayed a service code 101 (av incompatible) and the c19 capacitor on the defibrillator board was thermally damaged. The monitor programming was corrupted. The cause of the corrupted program was due to defective u304, u305, and u306 memory chips. The root cause for the defective memory chips and thermally damaged component could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that the monitor would not communicate with an electrode belt.